Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: it was reported that she underwent treatments due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009), gastroesophageal reflux, hypertension, obesity, urinary tract infection, vaginitis, vaginal irritation and back pain. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced anger ("angry") and emotional disorder ("very moody emotional"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with fluconazole (diflucan), azithromycin (zithromax) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menstrual disorder, infection, anger, emotional disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anger, ectopic pregnancy with contraceptive device, emotional disorder, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she underwent treatments due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet- all relevant medical record, concurrent condition, concomitant medication were added. Events angry, very moody emotional, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, pain, hair loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 5, para 4) who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009), gastroesophageal reflux, hypertension, obesity, urinary tract infection, vaginitis, vaginal irritation and back pain. Concomitant products included ibuprofen since 2010. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 12 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anger ("angry") and emotional disorder ("very moody emotional"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with fluconazole (diflucan), azithromycin (zithromax) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menstrual disorder, anger, emotional disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, alopecia, abdominal pain, urinary tract infection, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anger, anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she underwent treatments due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received. New events added- depression and mental anguish. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 4, para 4) who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009), gastroesophageal reflux, hypertension, obesity, urinary tract infection, vaginitis, vaginal irritation and back pain. Concomitant products included ibuprofen since 2010. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 12 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anger ("angry") and emotional disorder ("very moody emotional"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with fluconazole (diflucan), azithromycin (zithromax) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menstrual disorder, anger, emotional disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, alopecia, abdominal pain, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anger, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she underwent treatments due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, vaginal hemorrhage most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Events per pfs: event infection replaced with (urinary tract infection) and event dyspareunia (painful sexual intercourse). Onset date events added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient (gravida 4, para 4) who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009), gastroesophageal reflux, hypertension, obesity, urinary tract infection, vaginitis, vaginal irritation and back pain. Concomitant products included ibuprofen since 2010. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 12 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced anger ("angry") and emotional disorder ("very moody emotional"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with fluconazole (diflucan), azithromycin (zithromax) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, menstrual disorder, anger, emotional disorder, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, alopecia, abdominal pain, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, anger, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she underwent treatments due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 34-year-old female patient who had essure (batch no. 708872) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device inefective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included multigravida, parity 4 (B)(6) 1996, (B)(6) 2000, (B)(6) 2002, (B)(6) 2009), gastroesophageal reflux, hypertension, obesity, urinary tract infection, vaginitis, vaginal irritation and back pain. Concomitant products included ibuprofen since 2010. In april 2010, the patient experienced pelvic pain ("severe pelvic pain"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced urinary tract infection ("urinary problem -urinary tract infection"), depression ("depression") and anxiety ("mental anguish"), 12 days after insertion of essure. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2013, the patient experienced anger ("angry") and emotional disorder ("very moody emotional"). In october 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstruation issues"), alopecia ("hair loss"), cystitis ("bladder problem - bladder infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with azithromycin (zithromax), fluconazole (diflucan) and surgery. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, anger, emotional disorder, migraine, headache, nausea, alopecia, abdominal pain, dyspareunia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anger, anxiety, cystitis, depression, dyspareunia, ectopic pregnancy with contraceptive device, emotional disorder, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported that she underwent treatments due to complications from the essure device. Plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events abdominal pain, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Added outcome for event pelvic pain,abnormal bleeding and urinary tract infection to recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.